Event description:
Overdelivery reported. The pump was set to infuse heparin 25,000 units/250ml at 3 ml/hr on line d. Line a was an unspecified hydration fluid at an unspecified rate, and lines b and c were intermittent antibiotics and the albumin infusion. All but line d infused appropiately as programmed. The heparin infusion was started at 2pm. Approx. 7 hrs later, at 9:20pm, the nurse noted that the heparin container was empty. The program was checked, and noted to be correct at 3 ml/hr with a total delivered amount of 21.2 ml displayed. The pt was status post femoral-popliteal-tibial arterial bypass and the nurse observed bleeding at the operative site. The pt's ptt was elevated and her hemoglobin dropped by approx. 2.5 gm. She received 200mg of protamine, 3 units of packed red blood cells and 1 unit of fresh frozen plasma. She was returned to the operating room for evacuation of clots due to swelling, hematoma, and diminshed pulses in the effected extremity. She later improved and was transferred from ICU to a general nursing floor. On 9/23/96 she experienced respiratory distress and renal insufficiency and was returned to the ICU. She required intubation and ventilation and a pulmonary artery catheter was placed. She improved and remained alert, but per family and pt request, she was transferred to a tertiary care hosp. Circulation had resolved. No further info is available.